Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.

Event description:
Information received indicates, during a preventive maintenance check, the technician found the front brake was engaging but not holding.